Event description:
The customer reported that the cable detached from the boot and that the camera cable detached from the camera head during maintenance involving an olympus camera head. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.